Event description:
It was reported that this left ventricular (lv) lead exhibited what appeared to be loss of capture (loc) and high capture thresholds. Technical services (ts) was contacted recommended follow up. This lv lead remains in service. No adverse patient effects were reported.